Event description:
A complaint regarding difficulty charging the ipg was rec'd. Further investigation by a boston scientific rep determined that the pt's ipg pocket was too deep. Physician recommended a pocket revision.